Event description:
It was reported that during a ventricular fibrillation (vf) episode, this cardiac resynchronization therapy defibrillator (crt-d) delivered all programmed therapy with no success on converting the rhythm. The arrythmia was successfully terminated with an external shock. Technical services (ts) reviewed the recorded episodes and noted that there was also intermittent under sensing due to the low amplitude of the vf. During an in clinic review a defibrillation threshold (dft) test was performed. It was suspected that the shocks failed to convert the rhythm due to electrolyte imbalance which has now been resolved. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during a ventricular fibrillation (vf) episode, this cardiac resynchronization therapy defibrillator (crt-d) delivered all programmed therapy with no success on converting the rhythm. The arrythmia was successfully terminated with an external shock. Technical services (ts) reviewed the recorded episodes and noted that there was also intermittent under sensing due to the low amplitude of the vf. During an in clinic review a defibrillation threshold (dft) test was performed. It was suspected that the shocks failed to convert the rhythm due to electrolyte imbalance which has now been resolved. No additional adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced as part of a therapy upgrade.

Manufacturer narrative:
This report contains a correction to section e: initial reporter, correcting the name and details of the initial reporter.